Event description:
Procedure: lap cholecystectomy. Reportedly, while inserting the cannula into the patient cavity through another trocar, the surgeon felt strong resistance, but finally, it could be inserted. After the procedure was completed, upon removing the instruments from the patient cavity, it was confirmed that the tip of cannula was broken and broken pieces were found in subcutaneous tissue. The broken pieces were all retrieved immediately.